Manufacturer narrative:
Complaint conclusion: as reported via the (B)(4) study, a patient experienced restenosis of a study stent. This is a (B)(6) male with medical history including angina, peripheral artery disease, hyperlipidemia, hypertension, smoking, allergy to acetaminophen, carotid stenosis, aortic valve disease, gastroesophageal reflux disease, urinary frequency, and cervical disk disease. At the time of the index procedure, angiography revealed stenosis of two vessels. The proximal circumflex lesion was 12mm in length, de novo, and class a with 80% stenosis and timi 3 flow. The reference vessel was 2.6mm in diameter. The lesion was pre-dilated with a 2.5 x 12mm balloon at 4atm and a 2.5 x 18mm cypher was implanted at 14atm without post-dilation. There was no residual stenosis. The proximal left anterior descending (lad) lesion was 12mm in length, de novo, and class a with 70% stenosis and timi 3 flow. The reference vessel was 3.1mm in diameter. The lesion was pre-dilated with a 2.5 x 12mm balloon at 24atm and a 3.0 x 18mm cypher rx was implanted at 24atm without post-dilation. There was no residual stenosis and no procedural complications. The patient was discharged the following day. Approximately twenty-one months after the index procedure, the patient experienced chest pain and angiography revealed 95% stenosis within the circumflex stent that was treated with the placement of a xience stent. The patient had negative troponin t. The study stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause in-stent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension, hyperlipidemia and smoking.

Event description:
As reported via the (B)(4) study, a patient experienced symptomatic bradycardia, stenosis of a non-target vessel, and restenosis of a study stent. At the time of the index procedure, angiography revealed stenosis of two vessels. The proximal circumflex lesion was 12mm in length, de novo, and class a with 80% stenosis and timi 3 flow. The reference vessel was 2.6mm in diameter. The lesion was pre-dilated with a 2.5 x 12mm balloon at 4atm and a 2.5 x 18mm cypher was implanted at 14atm without post-dilation. There was no residual stenosis. The proximal left anterior descending (lad) lesion was 12mm in length, de novo, and class a with 70% stenosis and timi 3 flow. The reference vessel was 3.1mm in diameter. The lesion was pre-dilated with a 2.5 x 12mm balloon at 24atm and a 3.0 x 18mm cypher rx was implanted at 24atm without post-dilation. There was no residual stenosis and no procedural complications. The patient was discharged the following day. Approximately twenty-one months after the index procedure, the patient experienced chest pain and angiography revealed 95% stenosis within the circumflex stent that was treated with the placement of a xience stent. The patient had negative troponin t.